Event description:
It was reported the device exhibited a descending alarm on power down after pogo pin insulator was replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in overall good condition. No issues were found in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty capacitor. The mainboard was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.